Manufacturer narrative:
Failure analysis noted the insulin pump was received with button error alarm response due to corroded keypad traces. No frozen screen damage noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 71 mg/dl. The customer stated the screen froze when she was reviewing the bolus history. She also mentioned the pump may have been exposed to moisture, sweat. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.